Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok control syringe had a crack in the syringe barrel that caused a leak. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one loose 10ml control assembled syringe was received and reported to be from batch #7207640 (p/n 304134). The sample was visually evaluated. The syringe was in a sample bag, a label was attached to the syringe which read ¿lidocaine.¿ the syringe appears used so evaluation was performed through sample bag. The syringe has clear liquid droplets in fluid path of syringe and there is also droplets on the bag interior. The stopper appears complete without voids. The syringe barrel has a linear crack from the 1 ml to the 10ml markings. A crack in the barrel is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ luer-lok control syringe had a crack in the syringe barrel that caused a leak. No serious injury or medical intervention was reported.